Manufacturer narrative:
Evaluation summary: the device history record showed the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection could not be conducted. The product expiration date was 12/01/2012; however, the date of the event was (B)(6) 2015. The system operators manual clearly states: do not use packs that have exceeded the expiration date. Product expiration dates are established to ensure the safety and efficacy of the product. Any use of product after its expiration date is not recommended and there is no guidance on usage of product that has exceeded their expiration dates. The root cause of the customer's complaint is that the customer used an expired product. Several attempts were made to obtain further information on the event with no response to date. (B)(4).

Event description:
A doctor of ophthalmology reported that during a cataract surgery with intraocular lens (iol) implant the doctor was unable to do the anterior vitrectomy. Per the doctor the cause of this event was the pak. The patient was sent to another hospital for the completion of the surgery. Several attempts were made to obtain further information on the event with no response to date.